Event description:
It was reported that the patient states therapy never work as it was supposed to. The patient reports having a good response during the trial. The patient states since it was put in, she hasn't been able to walk without a walker. The patient used to be able to walk with a cane prior to implant but that doesn't give her enough support any longer. The patient reports she has spinal bifida and was needing MRI for that diagnosis. The patient was going to have device removed next week.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cstq, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).